Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned uv-flash solution transfer set, a damaged patient adapter was identified. There was no patient involvement as this was found during evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was returned to baxter healthcare for evaluation. Visual inspection was performed by the naked eye and microscope and noted that the patient adapter was damaged. Functional tests performed included leak testing, clear passage testing, and clamp function testing with no issues noted. The patient adapter was found to be damaged during the visual testing, the reported problem was verified. The cause of the damaged patient adapter was determined be an assist device issue. Users of the transfer set may use adapter clamps during connecting of the catheter. Should additional relevant information become available, a supplemental report will be submitted.